Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient stated that beginning 6days prior to this report date, she was feeling very lightheaded and dizzy like she was going to pass out and it had gotten worse. When patient stood up, everything got black. At the time of the report, the patient was laying down, her list of medications was in another room and patient was unable to get to it. The patient's blood pressure was 109/78 with a pulse of 83. The patient's pain management was good but patient stated she could use a little more pain management but its not bad. The patient had seen her pain management health care professional 5 days prior to this report date and was told that everything was okay. Her medication was lowered so her body could adjust to it. Information was later received from the health care professional indicating that there was no device issue, the cause of the event was noted as an increase in patient's dose of prialt from 1.0mg/day to 1.5mg. No diagnosis was performed. In order to resolve the symptoms, the prialt dose was decreased and this resolved the symptoms